Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea std involved in an incident on a patient. When they connected the unit to the patient vent would not cycle. The patient was transferred to another ventilator. No patient harm was reported.